Event description:
It was reported that the patient presented in the emergency department due to experiencing frequent syncope. Review of cardiograms revealed that the device exhibited complete capture failure. The patient was placed on a temporary pacemaker. Upon interrogation of the device, the right ventricular lead exhibited high capture threshold. The physician had diagnosed an exit block and scheduled a lead replacement. On (B)(6) 2017, the patient came in for lead replacement. During the procedure, the setscrews fell out of the pacemaker port. Both the right ventricular lead and pacemaker were replaced. There was no untoward incident during the procedure and the patient was stable post procedure.

Manufacturer narrative:
The reported field event of the setscrew and septum coming out of the pacemaker was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The damage found was sustained during the surgical procedure.